Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
It was reported the customer had a failed battery test alarm after inserting a new battery. The customer also reported their display was damaged. Customer reported a rainbow effect on their display. The customer was unsure how the damage occurred as they did not expose their insulin pump to fluid. Customer also stated they did not drop or bump their insulin pump. It was also found the customer had a black screen on their display. Customer stated the black screen did not disappear. Customer's blood glucose was unknown. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.